Event description:
It was reported that "post clip mammo shows specs after use of brevara needle system" on (B)(6) 2025. They further reported the procedure was able to be completed successfully with the same device. No further information is available at this time.

Manufacturer narrative:
The lot number of the device was not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant.